Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2007, due to an incident of high blood glucose. Per the reporter, the patient took a correction bolus at 23:00, two days earlier. The next day, the patient reportedly awoke vomiting with a blood glucose of 387mg/dl. Reportedly,per the device log, the pumped alarmed high pressure and the delivery was stopped sometime in the early morning hours, on the same day. The delivery was restarted at 08:30, prior to that day. The reporter stated that, the pump was set to vibrate, but they do not recall it vibrating to alert the delivery was halted. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.